Event description:
The customer reported that the system boot up with no error, but taking a fluoro shot causes the kv to spool up to 120 kv and the ma to 6.27ma. There is also a line in the center of the video image.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.